Event description:
It was reported by the customer that the physician prepared the kit as instructed. The physician attempted to insert the spring wire guide (swg) through the catheter, but the swg stopped after the 10 cm marking. He was unable to insert the swg. The physician opened a new set and inserted the swg through the catheter without event. There were 5 kits in total used before the successful kit was placed. There were no reported patient complications.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: two 3-lumen catheters and swgs were returned for evaluation. Neither swg could be passed through the distal lumen of the catheter. The catheter's would stick inside the junction hub when inserted from either the distal tip of the catheter or the proximal end of distal extension line. The swg outside diameters were confirmed to be within specification (B) (4)measuring .84 and .85mm. A device history record review was not performed. The potential cause of this issue is manufacturing related since there appears to be a restriction inside the junction hub. A non-conformance has been initiated to address this issue.